Event description:
The customer reported that the system would lock up during boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the transmitter and the receiver and reseated the cable to the mouse. The system was tested and found to be working as intended and put back in service.